Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a system controller alarm. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm leading to a controller exchange was confirmed to be a clock corrupt alarm via the log file review. When the controller¿s clock was not set or was lost, the timestamp defaults to 01jan2000 at 00:00. The controller clock may not have been set during the time of controller exchange. Per provided IFU, the time and date need to be set through the system monitor if it is not correct. The submitted system controller event log file spanned approximately 7 hrs (03mar2000 from 10:55 to 17:22 per the timestamp). The log file captured the system controller clock not being set to the correct date and time throughout the log file. The controller was resynced on 12dec2022 at 11:50 and was not connected to a driveline. No other notable alarm was observed. The hm3 system controller, serial (B)(6) , was not returned for analysis. Additional information on 15dec2022 stated that the alarm leading to controller exchange was not identified. The exchanged controller will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller clock corrupt. Heartmate 3 instructions for use (IFU) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.